Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. At this time, a replacement procedure has not yet been scheduled. The patient was admitted to the hospital for a non-device related reason and the physician was alerted to the device battery issue. This product remains in service. No adverse patient effects were reported.